Event description:
It was reported to the aci sales professional that a mynx with grip technology device was used in an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f procedural sheath (model unknown). Following the procedure, the physician who is a trained user of the mynx, chose the mynx with grip technology device to close the femoral artery. It was reported that during deployment, the device jammed. The physician was able to remove the device completely by deflating the balloon. The patient was successfully converted to approximately 45 minutes of manual compression and hemostasis was achieved. There was no report of any clinical sequela. The patient was hospitalized overnight (reported as not mynx with grip related). The patient was discharged from the hospital the next day (B)(6) 2012.

Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge disengaged from the handle, with the sealant flush and the shuttle cartridge abutting the balloon. When an attempt was made to retract the shuttle, significant resistance was noted and the shuttle did not move. Based on the information received and the results of the investigation performed, the root cause of the device deployment jam could not be conclusively determined. The review of the lhr (lot f1129001) indicated that the mynx lot met all established performance criteria prior to shipment.